Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to defective u727, u728, and u708 components on the distribution node pca. The root cause for the defective components was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
During servicing of an electrode belt which was returned for investigation into an unrelated issue, a reportable malfunction was found. Electrode belt sn (B)(4) was unable to communicate with a monitor.